Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: pieces from the instrument allegedly broke and fell into the patient. It is unknown as to how the fragments were retrieved from the patient.

Event description:
It was reported that during a da vinci hysterectomy procedure, the tenaculum forceps instrument shattered inside the patient. The procedure was extended due to surgeon trying to retrieve the pieces from the patient. On (B)(6) 2015, intuitive surgical inc., (isi) contacted the initial reporter however as of the date of this report no additional details have been obtained from the site. The planned surgical procedure was completed and no patient harm or injury was reported.